Event description:
It was reported during a procedure at the user facility the device would not rise to temperature resulting in the procedure being canceled. It was reported there was no medical intervention. No further information was provided by the user facility.

Event description:
It was reported during a procedure at the user facility the device would not rise to temperature resulting in the procedure being canceled. It was reported there was no medical intervention. No further information was provided by the user facility.